Event description:
It was reported that the user¿s ilet had a cracked display screen and the touchscreen stopped responding, leading the caregiver to discontinue use of the device and revert to multiple daily injections while a replacement ilet was arranged. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included continued therapy via alternate method without medical intervention or hospitalization. Investigation included collection of device history through customer communication and arrangement for return of the damaged unit for evaluation. Investigation of this device revealed physical damage to the user interface/display consistent with external impact, resulting in loss of touch functionality and necessitating device replacement; the user reported that cgm use could continue with the dexcom app or receiver. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device¿s screen.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.